Manufacturer narrative:
Possible aro. A ge representative evaluated the system and adjusted the ma limit file in rus to lower maximum dose to 8.36 r/minute. Tested hlf limit and found to be at upper limit of legal specifications so adjusted ma limit files to bring maximum output in hlf mode to a measured 17.60 r/minute. System is performing within manufacturer and legal specifications.

Event description:
Customer reported physicist discrepancy: measured maximum dose in normal mode exceeds texas limit. Upon investigation fse found maximum dose exceeded federal limits, reading 10.6 r/min in normal mode.